Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (negative prep performed prior to insertion of the device with no issues noted - it appears the leak site on the inner shaft occurred during insertion of the device). Deformation problem (stent deformation, shaft leak) evaluation codes, conclusions: known inherent risk of procedure (stent deformation) . Operational context caused or contributed to the event (negative prep performed prior to insertion of the device with no issues noted - it appears the leak site on the inner shaft occurred during insertion of the device). (B)(4).

Event description:
Evaluation summary: device returned inside guide catheter with 2 guide wires. A number of stent segments at the proximal section were severely deformed and bunched. The first 3 distal stent segments were slightly raised and the distal balloon cone had been partially inflated. The proximal pillow had also been partially inflated. The device could not be retracted from the guide catheter. The balloon could not be inflated with the device inside the guide catheter most likely due to hardened contrast/residue inside the lumen. The device was placed in a water bath to remove this residue however it could not be removed and the device could not be inflated. The distal shaft was cut distal to the guidewire entry port. Negative prep was performed and confirmed the presence of a leak. On pressurization of the device the balloon was inflate; water was observed leaking from the distal tip indicating a leak on the inner shaft. The outer lumen was cut away. Visual inspection of the inner confirmed a puncture site proximal to the proximal inner shaft marker. The material was protruding outwards in a distal to proximal direction.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (rupture). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: known inherent risk of procedure ¿ (rupture). (Root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a lesion but the balloon burst at 4 atm on its first inflation. The physician completed the procedure with another resolute integrity drug-eluting stent (3.00mm x 38mm). There were no issues noted on removal of the device from the packaging, during inspection or when negative prep was performed. Patient is alive with no injury.